Event description:
The pt reported, she had an infection and was not using the stimulation because it made her back swell. The pt reported a burning sensation and some mild jolting where the leads were located. The pt reported, the infection was not related to the scs system. An attempt to determine the next course of action was unsuccessful.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.